Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: when pump is booted the display is a dim red color. If the pump display is replaced with a test display the variance in color/contrast is fixed. Unrelated to the complaint, the battery cap is damaged; the threads on the battery cap that was returned with the pump are stripped. The battery cap will not secure to pump, test cap secures properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display is dim and difficult to read. The issue began one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.